Event description:
Customer reported that the device had a service indication and would lock-up at the main self test screen. There was no report of patient involvement with the reported issue.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock-up issue. Physio replaced the user interface and system control pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.